Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the touch pen of the programmer needed calibration. Technical services explained the process to calibrate. Additional information received through follow up indicated that the touch pen was calibrated and is working "fine" and remains in use.no patient complications have been reported as a result of this event.